Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the threads on the device are damaged. This device exhibit signs of significant wear/ usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
It was reported that during thr procedure the threads of the r3 straight shell impactor got stripped. Device won't thread onto the cup. No delay. Procedure concluded with a s&n back up device. No injuries reported at this time. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during thr procedure the threads of the r3 straight shell impactor got stripped. Device won't thread onto the cup. No delay. Procedure concluded with a s&n back up device. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.